Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks. The device was also noted to have exhibited loss of capture and oversensing of the atrial channel. X-rays were taken and the right atrial (ra) lead was found to have exhibited perforation and the right ventricular (rv) lead was noted to be in an abnormal position. The patient was subsequently hospitalized and the device system was deactivated until further intervention is able to be completed. No additional adverse patient effects were reported.